Manufacturer narrative:
Zimmer biomet complaint (B)(4). Establishment name (B)(6). Dr (B)(6). Complaint sample was evaluated and the reported event was non-verifiable. Complaint cited: seemingly no label on outer carton. Carton was missing; thus, cannot verify whether the label was on the carton or not. The outer package has been incorrectly sealed. It is assumed the customer is referring to the outer tyvek pouch. The outer tyvek pouch seal was inspected and fount to be acceptable. The implant lost sterility. Since the implant is in two sterile barriers (inner tyvek pouch and outer tyvek pouch) the implant should not loose sterility. Review of complaint history has not identified any additional related issues for this item. There are multiple complaints where sterile packaging is compromised, however those complaints are discussing the inner sterile packaging while this has to do with the outer sterile packaging. Review of deviation history identified no additional issues with this lot. Condition is addressed in fmeca. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that this product was packed in two packages: inner (with green dot and label) and outer (without any labels). The outer package had been incorrectly sealed , but the internal is properly closed. The procedure was completed with another toggleloc that was available. There was a 15 minute delay during the surgery.